Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-feb-2027, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported their replacement communicator would not connect to their pump. Patient said the issue started today and they did not have the equipment with them. Patient would call back once they had the equipment available for troubleshooting. Additional information was received from the patient stating that they could not plug the charging cord into the new communicator as there was a silver metal piece blocking the port. The patient noted that they never had a charging cord for the old communicator so they had to buy a charging cord. The patient plugged the charging cord into the new communicator without any issues. The patient confirmed that the communicator was charging with the orange light on. Patient had been trying to use the old communicator. Patient might call back for assistance with pairing the devices once the communicator was charged.